Manufacturer narrative:
A visual and microscopic exam identified distal stent damage. The stent struts on line 1 were slightly misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic exam found that the hypotube had kinked approximately 22cm distal from the catheters strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 in product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified mid-right coronary artery (rca). The physician attempted to place a taxus liberte stent. During the procedure, the physician was unable to cross the target lesion. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 3.00x32mm taxus liberte stent revealed stent damage.